Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported her insulin pump is alarming no delivery. The device also has cracks around the reservoir compartment. Customer's blood glucose is 184 mg/dl. She is treating with manual injections. Customer declined troubleshooting. She does not know hw the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.